Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump took a bump and it turned off. The customer stated that the pump was in the pocket and it got bumped up against something. The customer stated that they took out the battery and the pump kept alarming. The customer stated that they were unable to get the pump to turn off. The customer stated that the display was not blank for less than 30 seconds. The customer stated that the display is currently blank. The customer was advised that if he is unable to place the pump in storage mode, the customer may want to put in a new battery. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.